Event description:
Customer reported that intermittently the system does not work, and displays various errors.

Manufacturer narrative:
A ge representative evaluated the system and replaced the motherboard.